Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. (B) (4). Inadequate/missing info in electronic records. The device model involved in this MDR is not approved in the us; however, it is similar to paradym crt models approved under (B) (4). The analysis is pending.

Event description:
The ICD involved in this MDR was implanted on (B) (6) 2009. Induction tests were performed, and shocks were delivered. Shock info was missing in the files, and induction episodes were not available for review, although they were adequately listed in the arrhythmia and therapy history. Some info was recorded in the implant memory (arrhythmia and therapy history) prior to the implant date.